Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record (DHR) review was performed for part# 03.130.102 lot# f-20720: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 15.dec.2016: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit was found broken in sterile processing department (spd). There was no patient or case involvement. This report is for one (1) 1.0mm drill bit. This is report 1 of 1 for complaint (B)(4).